Manufacturer narrative:
Reporter occupation: mother of the consumer the case has been sent to the manufacturer for investigation. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported 2 false negative results with covid-19 at-home tests. On (B)(6) 2022 the consumer felt tired and had a scratchy throat after recently being exposed to covid-19. On (B)(6) 2022 the consumer performed 2 covid-19 at-home tests and the results were positive. The positive results obtained on (B)(6) 2022 were obtained using kit lot 53k31a3t1 with an expiration date of (B)(6) 2022. On (B)(6) 2022 the consumer performed 2 covid-19 at-home tests and the results were negative. The results were all obtained within 24 hours. The exact time each test was taken was unknown. No pcr test was taken. No other information can be provided. No additional information about treatment and outcome was provided.